Event description:
It was reported that a pt had underwent a knee replacement procedure. Once the surgical site was closed, the incision was covered with a surgical cover dressing. The skin was reportedly clean and dry prior to the dressing application. The patient's knee was flexed 30 degrees when the dressing was applied. The pt was discharged on 1 day post-operative with home care. Approximately 1-2 days later, the home health nurse noted blistering under the dressing. The pt was allegedly readmitted for dressing changes and has been treated with silvadene and the incision covered with mepitel dressings. The pt was also prescribed toradol for pain management. The pt continues to receive home care services for dressing changes. No further pt complications were reported.

Manufacturer narrative:
Add'l info was received on 05/19/2015. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
Add'l info was received on 06/15/2015. The end-user confirmed that the aquacel was discontinued and blistering no longer occurred. No add'l pt/event details have been provided to date. Should add'l info becomes available, a f/u report will be submitted. Reported to the FDA on 07/13/2015.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional pt/event details have been provided to date. Should additional info become available, a follow-report will be submitted.